Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open oozing sores on the patients back under the vibration box. The patient has spine curvature causing garment to rub more. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses in the snf are dressing the area to prevent irritation. Follow up indicated that the skin irritation improved.